Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hemicolectomy procedure, the device did not fire. The surgeon was able to press the green button and squeeze the handle. Another reload was used to complete the procedure. There was no patient injury.